Event description:
Caller reported a malfunction on the pump, which resulted in the customer's blood glucose level reading as "high," indicating a value exceeding 500 mg/dl. The customer addressed the elevated blood glucose level with a correction injection via multiple daily injections. The customer reverted to an alternate method of insulin therapy.